Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 523 mg/dl. The customer also reported that the insulin pump had motor error alarm and no delivery alarm. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. Customer declined to troubleshooting for high blood glucose level and sensor issue. Customer was able to complete pump rewind. The drive support cap appears normal. The insulin pump was returned for analysis.

Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.